Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat back pain. In (B)(6) 2024 the patient reported loss of therapy after participating in a strenous physical event. Investigation found that the implanted lead had migrated after the event. A surgical revision was performed on (B)(6) 2024. During the revision the migrated leads were difficult to position due to buildup of scar tissue around the device, thus makiing repositioning not feasible. The entire system was removed and a new system was placed.

Manufacturer narrative:
There are no indications of any system or component failure. The patient participated in a particularly strenous physical event, causing the implanted components to shift. The components were fully removed due to damage during the revision procedure and a new system was placed at that time.